Event description:
It was reported that during a rectum procedure, the surgeon used the device to do with the rectum found that some staples were malformed after the first firing. The middle part of the tissue was not closed. The surgeon changed hand sewing to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st. If echelon, during which stroke did the event occur? After the 3rd firing. What color cartridge was being used? No. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No existing staple line. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Like normal. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that a cartridge reload was received for analysis. The reload was received in good visual condition and fully fired. Additionally, several b-form staples inside the knife slot were noted. No functional test could be performed due to the condition of the reloads. Event could not be confirmed as no device was returned for analysis. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.